Manufacturer narrative:
Complaint no: (B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. Date of admission to the hospital was reported as (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. While recovering, the patient was readmitted to the hospital. The patient was treated with unspecified intravenous antibiotics (drug name, dose, frequency, and duration not reported) for peritonitis. While hospitalized the patient¿s pd catheter was removed and the patient was switched to hemodialysis therapy. Three days after admission, the patient was discharged from the hospital. Fourteen days after admission to the hospital, the patient completed antibiotic therapy and had recovered. No additional information is available.